Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14jul2020.

Event description:
The customer reported a ventilator with a touchscreen failure. The manufacturer's field service engineer confirmed the reported problem. There was no patient involvement. The manufacturer's field service engineer replaced the touchscreen assembly and calibrated it to address and correct the reported event.